Event description:
Pt came in for egd due to gi bleed. Md began procedure and found spot where bleeding. Gold probe used to inject epinephire. Md ordered "needle out" - the needle was let out and injected the epinephire. Then md ordered "needle back" to retract the needle. The gold probe indicated that the needle as "back." Md then began to cauterize and encountered bleeding. Md discovered the needle was still "out" and would not retract back. The gold probe had malfunctioned it appeared. Pt suffered prolonged bleeding but did not require surgical intervention . Pt is doing well at this time. Manufacturer rep was present at procedure and is aware.